Manufacturer narrative:
(B)(4).

Event description:
It was reported that the alert notification value did not match the current cgm value. Data was received but will not be investigated as it will not confirm the allegation or determine a probable cause. No injury or medical intervention was reported.